Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted (B)(6) 2026. On (B)(6) 2026, the patient experienced dka due to an cgm inaccuracy. Although the cgm was reported inaccurate, there were no bg nor cgm values documented. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. He data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently occasionally rarely between (B)(6) 2026. The patient experienced dka due to an cgm inaccuracy. Although the cgm was reported inaccurate, there were no bg nor cgm values documented. On (B)(6) 2026, the patient had to seek medical attention due to diabetic ketoacidosis (dka). At 3 am the patient became sick and didn¿t say anything until 7 am (the evening before was normal). At 7 am the patient started vomiting and was laying very lethargic. They did blood test for ketones and they were 3.1 mmol/l. The bg levels were at 21.0 mmol/l. They ended up calling 911 for an ambulance but, since it would take too long to arrive, they ended up transporting the patient themselves to the hospital. At the hospital, the patient was treated with IV medication and insulin IV. They did finger pricks every hour and took about 12 hours to stabilize. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.